Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead was reprogrammed and remains in use. It was also noted that the device was undersensing and the device therapy may have initiated an atrial arrhythmia. The device remains in use. No patient complications have been reported as a result of this event.